Event description:
Rxsight became aware of a patient who had their light adjustable lens (lal) explanted due to visual disturbances after completing lock in light treatments. No adjustment light treatments were performed.

Manufacturer narrative:
Manufacturer reference #: (B)(4).